Event description:
Reportedly, following the pt death and post autopsy, the pathologist requested an analysis of the ICD involved in this MDR report. Additional info has been requested. The device is returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.